Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. The patient required monitoring in the ICU until the effusion resolved; however, when he left the lab it had stabilized back to baseline. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. They were going to ablate endocardially from the left ventricle, they noticed the patient's blood pressure dropped. The physician checked with the intracardiac echocardiography (ice) catheter and a sizable effusion around the left ventricle was noticed. They discovered and confirmed the effusion using an intracardiac echo and a transthoracic echocardiogram. No further patient symptoms aside from the blood pressure drop. The medical intervention provided was a pericardiocentesis. They removed 600 ml's of fluid. The caller reported that no further medical intervention was provided. The patient was currently going into the intensive care unit (ICU) and was in stable condition. The caller reported that the physician believed the effusion occurred while positioning the catheter in the right ventricle. The physician believed they may have had high force for a minute which may have been the event. The caller reported that they do not believe the issue occurred due to our products. Additional information was received. The patient required monitoring in the ICU until the effusion resolved; however, when he left the lab it had stabilized back to baseline. Patient has made a full recovery. Retrograde aortic access was performed, not transseptal. To clarify, the physician believed the effusion was caused by catheter manipulation in the right ventricular outflow tract (rvot). The fluid in the pericardium was noted prior to any ablation. The 2 very short ablations were performed while the staff was prepping the chest for a pericardiocentesis. All parameters were met for the visitag (respiratory gated, 3mm, 3 seconds, 25% 3 grams, 3mm tag size) and achieved an impedance drop of 9-12 ohms. Immediately following this, a pericardiocentesis was performed. No steam pop. The effusion was noted prior to any ablation and the physician believed it was due to catheter manipulation in the rvot. Force was noted to be below the threshold of 35 grams. No errors were noted during the procedure. Two thermocool® smart touch® sf bi-directional navigation catheter¿s were used because the physician struggled with stability in the outflow tract so once he was in position, he requested another to be maneuvered so he would not have to sacrifice his position. The second catheter was placed in the left ventricular outflow tract (lvot) under guidance of fluoroscopy. The effusion was noticed prior to the second catheter being inserted into the arterial sheath. The physician commented that catheter in the rvot must have been the issue as he did struggle for a while trying to get it into position.